Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
A healthcare provider (hcp) notified a company representative that the patient was receiving lioresal with concentration 500 mcg/ml via their implanted intrathecal pump at a minimum dose rate. The drug lot number of lioresal was not available. The patient was not receiving therapy; the date of the event was approximately (B)(6) 2015. The patient experienced a return of spasticity. A volume discrepancy occurred in which the pump should have been empty, however over 10 ml was retrieved. A dye study was attempted and they were unable to aspirate from the catheter access port (cap). A catheter revision occurred and a potential pump change was noted. The pump pocket was opened and the catheter was twisted into a braid and kinked behind the pump. The issue was noted as having been resolved at the time of the report. The patient was without injury regarding their status at the time of the report. Additional information will be provided via a supplemental report as it becomes available.